Event description:
It was reported that the customer experienced issues with the battery not charging quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.